Event description:
(B)(6) male referred for pulmonary vein isolation. Patient has a (B)(6) history of paroxysmal atrial fibrilation which was increasingly symptomatic and refractory to medical therapy. Informed consent was obtained. During left atrial mapping the lasso catheter became entrapped in the submitral apparatus and could not be withdrawn. Transesophageal echocardiography was performed to optimize visualization of the left ventricle and mitral valve. A second interventional cardiologist assisted in attempts to withdraw the catheter. The lasso catheter fractured and sheared with a fragment at 1.5 cm in length, retained within the submitral apparatus. The fragment was successfully snared but could not be withdrawn into the sheath and ultimately the snare itself fractured and was retained within the left atrium. A surgical consult was obtained immediately and the patient was transferred to the operating room under anesthesia and with femoral sheaths in place. Sternotomy and retrieval were successful. The patient remained hemodynamically stable and was transferred to the cardiothoracic post anesthesia unit in good condition, and to the nursing unit on (B)(6) 2011. Updated information provided stated that the patient had an additional overnight stay at the hospital and has been discharged in stable condition and has fully recovered. The physician believed that the event was due to the patient's unique heart anatomy

Manufacturer narrative:
There was no other bwi devices were used during the procedure, the event did not occur during ablation. It is unclear if the catheter is going to be returned for analysis or not. (B)(4).